Event description:
It was reported that this device was returned for annual/preventative maintenance, at which point it was found that this cutter failed the sample mesh cut test. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address - telephone number: (B)(6). Functional testing of the device determined that the cutter failed the mesh test acceptance criteria. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.